Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained elevated col/epi and col/adp results on patient samples and quality controls (qcs). The customer indicated that the error message "maximum test time exceeded" was triggered by the system. The customer reported an incident where they obtained different results on control donors, depending on the cuvette position used to process the sample. Siemens is investigating the issue. Mdrs 9610806-2018-00058, 9610806-2018-00059, 9610806-2018-00060, 9610806-2018-00061, 9610806-2018-00062, 9610806-2018-00063, 9610806-2018-00064, 9610806-2018-00065, 9610806-2018-00066, 9610806-2018-00067, 9610806-2018-00068, 9610806-2018-00069, 9610806-2018-00070, 9610806-2018-00071, and 9610806-2018-00073 were filed for the same event.

Event description:
The customer reported that elevated collagen/ epinephrine (col/epi) and collagen/ adenosine-5'-diphosphate (col/adp) results were obtained on multiple patient samples on the pfa-100 system for several days. The elevated results were reported to the physician(s) and some physician(s) questioned the elevated results. It is unknown if the results provided by the customer were discordant and the results reported to the physician(s) are unknown. The customer did not provide the correct results for the patients impacted and reported that they did not provide correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to elevated col/epi and col/adp results obtained on the patient samples.

Event description:
The customer clarified that the results in the initial MDR were reported to the physician(s) and the physician(s) questioned the results for sample ID (B)(6).

Manufacturer narrative:
Additional information (12-july-2018): the initial MDR indicated that the results reported to the physician(s) were unknown. The customer clarified that the results in the initial MDR were reported to the physician(s) and the physician(s) questioned the results for sample ID (B)(6). The customer indicated that there were no mechanical errors on the system at the time of the event and that they ran patient samples after the system passed self-tests. The customer also re-calibrated pipettes, tested new cartridges and ruled out sample and reagent handling issues. The customer attributed the cause of the elevated results to the age of the affected system and decided to replace the pfa-100 system with a new system. Siemens further investigated the data and determined that there was no indication that the patient results were discordant. While the elevated quality control recoveries suggested a system issue, there was no indication that a system or reagent malfunction contributed to the elevated col/epi and col/adp results. The cause of the elevated col/epi and col/adp results is unknown. The result code and conclusion code of section h6 were updated to reflect the additional information. No further evaluation of this device is required. Mdrs 9610806-2018-00058_s1, 9610806-2018-00059_s1, 9610806-2018-00060_s1, 9610806-2018-00061_s1, 9610806-2018-00062_s1, 9610806-2018-00063_s1, 9610806-2018-00064_s1, 9610806-2018-00065_s1, 9610806-2018-00066_s1, 9610806-2018-00067_s1, 9610806-2018-00068_s1, 9610806-2018-00069_s1, 9610806-2018-00070_s1, 9610806-2018-00071_s1 and 9610806-2018-00073_s1 were filed for the same event.